Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and inadequate stimulation. It was also noted that the patient had to constantly charge the ipg. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device was kept by the medical facility. There were no reported complications postoperatively.